Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant, the device system exhibited increased shock impedance measurements greater than 125 ohms. An invasive revision procedure was performed and when pulled on, the distal pin came out of the device header. The pin was reconnected and the setscrew was tightened. No further complications were observed.